Manufacturer narrative:
Five similar screws were used during surgery (4 different lots), but it is impossible to confirm the lot of the item involved in the complaint. For this reason, batch review has been performed for all similar screws used during this surgery. Lot 1416012: (B)(4) items manufactured and released on 14 april 2015. No anomalies found related to the problem. To date, this is the second similar event reported on items of the same lot. Lot 1413504: (B)(4) items manufactured and released on 28 november 2014. No anomalies found related to the problem. To date, this is the fourth similar event reported on items of the same lot. Lot 1553369: (B)(4) items manufactured and released on 02 march 2016. No anomalies found related to the problem. To date, no similar events have been reported on items of the same lot. Lot 106863: (B)(4) items manufactured and released on 25 october 2010. No anomalies found related to the problem. To date, this is the second similar event reported on items of the same lot.

Event description:
Metal shavings present after using 35 mm screw to fix 4in1 cutting block to femur. No fragment fell into the patient and no critical delay due to this issue.

Manufacturer narrative:
On (B)(6) 2017 the (B)(6) project manager performed a visual inspection of the retrieved item and commented as follows: the head ad thred of the screw is completely damaged because of the less hard material (aisi 630) compared with the material used to produce the standard cutting block (aisi 420b). To reduce the potential for this, we have introduced a new version of fixation screw with reduced head made in aisi 420fmod and we changed the shape of the holes on the cutting block introducing chamfer and radii in order to reduce the risk of contact between the screw and the guide during fixation.